Manufacturer narrative:
Due to character limitation in section e1: event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine inspection, the cs100 intra-aortic balloon pump (iabp) had autofill failure. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, e1 (event site mail), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. A getinge field service engineer (fse) observed iabp failed to inflate automatically and the motor control board (d671-00-0004) was replaced. The device passed the pre-use inspection. The device passed all the performance and safety index tests specified by the factory. The device has been delivered to the customer and can be used clinically.